Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with diabetic ketoacidosis, large ketones, abdominal pain, polyuria, polydypsia, symptoms of dehydration (dizzy, lightheaded), and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized and was treated by their healthcare provider with insulin via injection and IV fluids. It was reported that the patient resumed with the same insulin pump. During troubleshooting with customer technical support (cts), it was reported that the basal delivery totals in the total daily dose did not match due to the pump being suspended. It was also determined that the bolus totals did not match, but the basal history did match the active basal program settings. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a ¿no delivery, exceeds tdd¿ warning on (B)(4) 2015 at 23:03 and the bolus history showed at same time 0.00u of a 2.25u bolus. The pump history showed that the pump was manually suspended on (B)(4) 2015 at 11:00 and manually resumed at 18:59. A 10u audio bolus and 10u normal bolus were successfully completed and both were accurately recorded in the pump. The bolus history and bolus total daily dose history correctly showed 20u. There were no errors, alarms or warnings during 24hr duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.